Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified higher sensor scan readings compared to unspecified readings obtained on a competitor brand meter. The customer experienced a loss of consciousness and was administered intravenous glucose from a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. The following section has been updated: b5 - describe event or problem. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified higher sensor scan readings compared to unspecified readings obtained on a hcp meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a loss of consciousness and was administered intravenous glucose from a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.